Event description:
Pt was diagnosed with a corneal ulcer on 09/07/00. The corneal ulcer is in the periphery of the right eye at approximately 11:00. The pt's wearing schedule is unknown at this time. The pt failed to come in for follow-up visits after the lens was dispensed.